Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between not impacted to 250 mg/dl. The customer would monitor their elevated bg levels or deliver a small correction bolus to address the bg levels. The past occlusion alarms would be resolved by closing the alarm and resuming insulin deliveries. A system check was performed using the current supplies and the pump performed as intended. The customer declined removing their infusion set site to inspect their cannula. The customer successfully closed the alarm and resumed insulin deliveries.